Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that the surgery had to be changed from minimally invasive to an open approach because of difficulty inserting the rod properly. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.